Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's gastrointestinal bleeding resolved on (B)(6) 2016.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had melena on (B)(6) 2016 and an esophagogastroduodenoscopy showed possible ulcers in the gastroesophageal junction. The patient was on aspirin and warfarin at the time of the event and the patient's inr was therapeutic. The patient was transfused 4 units of packed red blood cells and 2 units of fresh frozen plasma. Additionally, the patient was taken off aspirin and warfarin due to an ongoing decline in the patient's hemoglobin level. A colonoscopy was also performed; however, the results were not provided.